Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had a malfunction was confirmed. It was found that the motor did not turn smoothly as it was corroded. Also the resistance value of the keypad of the handcontrol set was out of specifications. Also the protective earth resistance of the motor cable was out of tolerance. The contacts of the keypad were corroded and there was a short circuit in the motor cable. It was also found that the device shuts the pump off during operation and it also failed the hipot test. The motor, motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and keypad contacts and also would have caused the damage to the motor cable. The corroded motor has a tendency to stick and not turn. The short circuit in the cable would have caused the device to shut the pump off during operation. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, it was observed that the micro tornado hp w handcontrol had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. The evaluation also determined that the device shut the pump off during operation. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.